Event description:
It was reported that the 3.5 x 16 mm graftmaster stent was advanced to treat a perforation. The stent was unable to cross to the perforation. Therefore, the patient was sent to surgery for treatment. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.